Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 16-mar-2020. Device evaluation: the device has been returned and evaluated by product analysis on 12-mar-2020 with the following findings: during investigation, the complaint regarding loss of prime was reported on (B)(6) 2018. According to the pump history the pump was in use until 8/22/2019. Due to continued use all black boa data has been overwritten for 2018. The available black box contains data from (B)(6) 2019 with no evidence of "loss of prime " warnings. The pump passed all required testing for loss of prime with n defects found.